Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii device evaluation: visual analysis of the returned device identified deformation, wear abrasion, crease fold, and bubbles/voids in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Information contained in this report was previously submitted through 410psr on 21/jan/2016 and 25/jul/2016.

Event description:
Physician reports patient with 'right implant, double capsula' and capsular contracture baker grade 3 device has been explanted and replaced with a non allergan implant.